Manufacturer narrative:
(B) (4). No predilatation. (B) (4). The stent remains in the patient. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It is unknown how direct stenting the lesion may be related to the reported patient effects post-procedure; however, it should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Time of adverse event: approximately 5 months post procedure. It was reported via a trial that on (B) (6) 2009, the patient underwent direct stenting of the mid right coronary artery (rca) with a xience v stent and the proximal rca with a xience v stent. On (B) (6) 2010, the patient experienced chest pain and was admitted to the hospital. Diagnostic coronary angiography revealed in-stent restenosis within the mid rca. Percutaneous coronary intervention was performed on (B) (6) 2010 as treatment. The patient was discharged on (B) (6) 2010. There is no additional information.